Event description:
Pt burned at the pad site.

Manufacturer narrative:
The generator used in the surgery was evaluated by the hosp biomed. No malfunction was found with the generator used. However, a burn at the pad site can possibly be a defective pad or error in application of the pad to the pt's skin.